Event description:
It was reported in the neonatal intensive care unit (nicu) at 1500 hours the clinician noticed that the lipid infusion had not completed in the time frame it should have. Upon internal customer investigation it appeared that the lipids were hung and programmed via interoperability the evening prior in 1700 and should have shut off around the 1300 hour. When looking at the remaining volume to be infused, the pump stated there was still 0.5ml remaining at a rate of 0.1ml/hr leaving 5 hrs left on the infusion. The total volume to be infused should have been 2.2 ml, however 1.48mls were actually infused. According to the customer, the infusion appeared to have not been paused for an extended period during the infusion. The pump alarmed for "patient pressure" eleven (11) times however was cleared and restarted within a minute. Following infusion, the lipids were shut off by the clinician. The provider and charge nurse were notified the infusion ran two hours longer than intended. There was patient involvement however no patient harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.